Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume intermittently was not audible and customer was unable to hear alerts and alarms notifications. Customer's blood glucose ranged from 54-500s mg/dl. He customer addressed the elevated blood glucose with a bolus. Reportedly, customer continued to use the pump for insulin therapy.